Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced urethral atrophy with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device with a 3.5 cm cuff was removed and a new aus with a 4.5 cm cuff was implanted on a healthier site. It was indicated that the previous cuff was placed in the correct implant location. There were no device anomalies associated with the explanted aus. Following the intervention, there were no patient complications.